Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: it was reported via complaint submission tool that during a rotator cuff repair the suctions of four vapr coolpulse 90 electrode, 90° suction w/integrated handpiece were blocked before the electrodes were in contact with the patient. The vap and coa functions were not the problem. No surgical delay or patient consequences reported. The rest of the charge with the same lot (6 devices) will be sent. The complaint device is not being returned, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. Since the complaint device not being returned, we cannot determine a root cause for the reported failure. If additional information is received in the future, we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation was performed for the finished device lot number:u2003062, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
A follow-up medwatch will be filed as appropriate. UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during a rotator cuff repair procedure on (B)(6) 2020, it was observed that the suction of the vapr coolpulse 90 electrode, 90¿ suction w/integrated handpiece device was blocked. A new electrode was used to complete the procedure without delay. There were no adverse patient consequences reported. No additional information was ;provided.